Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2009110. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of defect or foreign matter were identified. Root cause could not be determined.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: after opening the package, it was found that there was a white foreign matter on the inner wall of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 10ml 21ga 1-1/2in experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: after opening the package, it was found that there was a white foreign matter on the inner wall of the syringe.